Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided. Model number: 720182-01, lot number: 1000127576, model description: reservoir flat 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to "infection and extrusion of the connections." Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.